Event description:
On (B)(6) 2013, the user facility reported a complaint with the monopolar curved scissors instrument but did not provide a description of the event. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Failure analysis investigation observed the following: the instrument's tube extension was broken and missing a .354 x .335 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported by site was that the instrument's main tube was cracked. The distal end of the main tube exhibited micro-cracks in the axial direction of the tube. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the micro-cracks, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.